Manufacturer narrative:
On (B)(6) 2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift occurred mid-procedure. The issue was noticed when the force readings of the catheter appeared off. The location of the catheter was displayed on the carto 3 system as poking out of the fam (fast anatomical mapping) even though the force displayed on the carto 3 system was zero. There were no error messages displayed on the carto 3 system and no cardioversion had been performed. The fluoro was not being used. The medical team remapped and the procedure continued without further issues. Device evaluation details: it was confirmed that the issue was not duplicated in the following case after using default template. An investigation was initiated by the manufacturer to investigate the issue. It was found that the reported issue was related to patient movement. The system is ready for use. The manufacturing record evaluation was performed for the carto system # (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to section d4. Primary UDI number (B)(4) and to section g4. PMA/ 510(k) k213264. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift occurred mid-procedure. The issue was noticed when the force readings of the catheter appeared off. The location of the catheter was displayed on the carto 3 system as poking out of the fam (fast anatomical mapping) even though the force displayed on the carto 3 system was zero. There were no error messages displayed on the carto 3 system and no cardioversion had been performed. The fluoro was not being used. The medical team remapped and the procedure continued without further issues.